Manufacturer narrative:
An analysis of the case in question was not possible as the device log file was not provided for investigation. It was stated from customer site that the dispatch was cancelled after swapping out the machine. Unfortunately, this is the only information available. Due to lack of information, no investigation could be carried out and thus the root cause for the reported stop of ventilation could not be determined. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont and generates the corresponding "ventilator fail" alarm. Manual ventilation remains possible. There was no patient injury reported.

Event description:
Reported vent fail. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.